Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to infection. Additional information indicated that the patient had a wound that was not healing, was on chronic steroids, and had leads sticking out of the skin. No additional adverse patient effects were reported. The lv lead was explanted.